Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.linked to mfg report numbers 3004608878-2020-00323 and 3004608878-2020-00324.

Event description:
This is 3 of 3 reports. A customer reported that the starbursts of the a1018 mayfield swivel adaptor are worn and needs repair or replacement. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. A detailed evaluation and functional testing of the returned product confirmed the reported complaint. The swivel sleeve has worn teeth and needed to be replaced. The teeth were worn on the swivel sleeve. Further evaluation showed that nylon washers and the retaining rings were worn. The observed condition was likely caused by wear and tear / improperly handling . The definite root cause could not be reliably determined.

Event description:
N/a.